Manufacturer narrative:
Follow-up #1: date of submission 02/17/2017. Device evaluation: the device has not been returned to animas. A retain sample from the same lot number d200342 was tested and evaluated by product analysis with the following findings: the retained cartridge sample was found to pass the visual inspection and the fill, force, and leak testing. No defects were found related to occlusion issue. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 504 mg/dl associated with an occlusion alarm issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was determined that the user was not using the cartridge per its instructions for use and there was an over/under cycling of the cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.